Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the buttons malfunctioned, preventing the adjustment of parameters and rendering the device unusable. Available details indicated that, after the knobs were replaced by the hospitals' equipment department, the device resumed normal use. No further details regarding the repair were provided. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by defective knobs. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when using the heart start xl defibrillator, the device's buttons malfunctioned, preventing the adjustment of parameters and rendering the device unusable. There was no reported patient impact or injury.